Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting procedure at the bifurcation of the mildly calcified, external and moderately tortuous internal vessels, the emboshield nav6 was positioned/deployed without issue. A 4.0 x 20 mm viatrak balloon dilatation catheter (bdc) was used for predilatation and a 7x10x30 mm acculink was deployed at the bifurcation followed by post-dilatation with a 5.5 x 20 mm viatrak bdc at 12 atmosphere (atm). The recovery catheter was advanced for filter retrieval but could not pass the 70% bend with the acculink stent. Although it was felt that the stent was fully apposed to the vessel wall, the recovery catheter could not pass the stent implant at the bend. Several techniques used such as turning the head and coughing were unsuccessful in facilitating advancement of the retrieval catheter past the stent/bend. The non-abbott sheath was attempted to be advanced to facilitate passing the recovery catheter but without success. The physician attempted to use the accunet recovery catheter #2 to retrieve the nav6 embolic protection filter [epd] but it also could not pass the stent/bend. A 10x8x30 mm xact stent was used overlapping and higher up [distal] to the acculink stent past the bend and post dilated with a 5.5 x 20 mm viatrak bdc to straighten the vessel/bend and the nav6 recovery catheter was used successfully in retrieving the epd. The patient remained stable throughout the procedure; it was noted that the procedure was prolonged approximately 20-30 minutes without clinical significance. The patient left the cath lab suite in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight rounded, actual (B)(6). Stent: 10x8x30 xact; 7x10x30 rx acculink. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.